Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria so a partial recapture was performed. After the device was deployed a second time the release criteria was being assessed again when it was noted that the patient had a pericardial effusion. The closure device was released and implanted in the laa. It was noted that the effusion appeared to have grown in size. The physician made the decision not to intervene since there was not enough fluid to require treatment. The patient was given protamine and was sent to the recovery area for further observation. The effusion resolved and the patient was discharged home doing fine following these events.